Manufacturer narrative:
Based on the information provided by the complainant, the patient tissue samples exhibiting sub-optimal processing involved in this event were derived from the "factory 2hr xylene standard" protocol comprising 65 cassettes, which started in retort b at 18:20pm on (B)(6) 2021 and completed at 03:15am on (B)(6) 2021. The tissue type and size of the affected patient tissue samples processed in this run were "gi" samples of "1mm^2" in size, which the complainant reported to be "dry" at microtomy. The "factory 2hr xylene standard" protocol with a duration of 2 hour and 13 minutes has been validated for use on this instrument in the complainant laboratory. Investigation of this complaint found the instrument functioned as designed during execution the "factory 2hr xylene standard" protocol started in retort b at 18:20pm on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant is considered to be use of a protocol of inappropriate duration for the type/size of the patient tissue samples being processed. The information provided details that the affected patient tissue samples were "gi" samples of "1mm^2" in size, which were processed using the laboratory validated "factory 2hr xylene standard" protocol. Section 8.2.1 of the leica peloris/peloris ii rapid tissue processor user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. The manufacturer recommendations detailed above indicate that the "factory 2hr xylene standard" protocol with a duration of approximately 2 hours and 13 minutes is not appropriate for processing "gi" samples of "1mm^2" in size, which the complainant reported as "dry".

Event description:
The complainant contacted leica biosystems and reported that patient tissue samples, which had been processed using peloris ii rapid tissue processor serial number (B)(4) on (B)(6) 2021, were "dry tissue at microtomy". A leica sales specialist-histology instruments visited the customer site in order to obtain further information regarding the circumstances involved in this complaint and documented the following: "at a glance it looked like cause was tissue size (too small for 2hr 1mm^2) and ethanol concentrations were high. I resolved on site by changing bottle 3 with 70%, bottle 5 with 90%, bottle 7 with 100%." The assigned leica senior field applications specialist- core histology (fas) also documented in the adverse event information form that the tissue type of the affected patient tissue samples was "gi". The size of the affected patient tissue samples was documented as "1 mm^2". On 14 november 2021, leica biosystems (B)(4) received information from the assigned leica senior field applications specialist - core histology that all patient cases involved in this event were diagnosable.